Event description:
Physician used ajust helical for procedure. Placed first anchor on right side and when attempting to insert left side plastic anchor it was noted to be broke and would not stay on handle. The physician attempted to remove mesh and mesh tore. Right anchor remains in patient. Procedure attempted with new device and was successful.